Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: when a 14g IV catheter was removed, the patient complained of continued pain after removal. Per an ultrasound study, a 1x2mm retained fragment was discovered. Additional information 6/15/2026: the IV was removed on (B)(6) 2026. After approximately 2 days, a 1x2mm possible fragment was seen on ultrasound.